Manufacturer narrative:
One medfusion pump was returned for analysis. Visual inspection performed and product found to be in fair condition. Tamper seal broken and front case cracked with keypad damage. Customer's complaint of motor not running during occlusion test was not verified. The event log did show the motor not running error. Service replaced the motor assembly, worm gear, leadscrew and clutch halves as preventative maitenance. The battery, right and left plunger case, wavy washer, delrin washer, and and updated plunger cable guard. Use testing was performed. The problem source is normal wear and tear.

Event description:
It was reported that the device's "motor was not running". No known adverse effects to patient.